Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced email was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported hospitalization for low blood glucose of an unknown level and treated with a glucagon shot. No further details given.